Manufacturer narrative:
Investigation summary. Although the complaint report states that a sample would be returned no samples have been received for evaluation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation. If a sample should be returned at a later date this complaint will be reopened and the investigation will be updated to reflect our findings. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality prior to release of product. There was a photo provided which has been reviewed by the team and the reported issue was confirmed. Cardinal health is aware of this issue through a sister site and as a result a field safety notice (fsn) and dpfa have been initiated for this issue. The root cause of the issue is associated with a component supplied to the site by our sister plant; void in the molded part letting in air. Action plan will be documented through a formal corrective and preventative action investigation at our sister site. These actions will be designed to prevent the reoccurrence of the reported issue. We will continue to monitor the process for any adverse trends that require additional attention. H6&nbsp;medical device problem code changed to 4062.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported following a recent notification, the patient's mother noticed an air gap in the feeding set following set up.